Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a reduced angulation. Upon inspection of the customer¿s returned device it was observed, the nozzle had foreign objects. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned in b5, it was observed, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of up/down (u/d) knob was out of the standard value, the adhesive on the bending section cover (a-rubber) had a chip and a crack, due to clogging of the nozzle, water removal ability did not meet the standard value, the standard cylinder was shaved, switch 1 and 4 had wear, switch 3 had scratch, the adhesive around the objective lens was peeled, the adhesive around the light guide lens had white-clouded area, and the connecting tube had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct what was reported in the initial report. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. Also, it could not be confirmed whether the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: the event can be detected and prevented in accordance with the following IFU: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.